Event description:
Description of surgery: l3-l4-l5 spinal decompression and fusion. Position of pt: prone. Length of surgery: 3 hours, 20 minutes. Timeframe between application of adcon-l and onset of symptoms: less than 30 seconds. Pt symptoms: "pt anesthetized, unable to determine symptoms." Signs were: 1. Hypotension- sbp fell from 120mm hg to 50mm hg. 2 rash- arms and shoulders, red flush. No pattern. 3 heart rate- rises from 60 cb/min to 100 cb/min (sinus tachycardia). 4. No difficulty in oxgenating or ventilating pt. No evidence of bronchospasm (normal lung inflation pressures). Treatment: 1. 100% oxygen 2. Hartmann's (ringer lactate) 1000 ml, hetastarch 6% in normal saline 500 3. Adrenaline 5ml in 1/10,000u 4. Armine 10mg length of time between onset of symptoms and resolution approx. 20 minutes. Status of pt: "drowsy (post anesthetic) but coherent, cardiovascularly normal (p and bp) stable, spontaneous ventilation (35 degrees t, o2 saturation 97%), no residual rash." Diagnostic tests performed: ige, tryptase, and clotting screen.

Event description:
The dr reported that on event date he had a problem with a pt who virtually immediately after the application of adcon-l developed profound hypotension. The surgery was a routine spinal decompression (multi-level). The dr stated that the anesthetist usually maintains the bp around 80 during the procedure. Towards the end, the bp is raised back to the pt's normal bp (in this case, about 130). Around that time, 3 grams of adcon was applied. The blood pressure dropped to 40 about 60 seconds after application. There was not a skin rash or any external signs of reaction. The event required resuscitation with adrenaline and colloids. Epinephrine was administered. The pressure drop lasted about 4 to 5 minutes, then returned to normal. They did not washout the adcon-l. The event resolved without sequelae and the pt made a good recovery.